Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received hip-tep unknown side about two weeks ago. About one week ago the patient presented with a dislocated pe inlay. Hip-head had contact to the inner part of the pinnacle cup. Revision of cup, inlay, and hip head.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report 121701050/pinnacle 100 acet cup 50mm was received for examination. Visual analysis of the device exhibited debris throughout the outer surface of the cup from the implantation. Based on observations of the involved poly liner, the disassociation event could be confirmed. Interlock feature edge of the liner denoted four ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Based on observations on involved liner, a disassociation event occurred between poly liner and acetabular cup. Deformation and fracture of the liner's rim are indicative signs of disassociation from the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: product description: pinnacle 100 acet cup 50mm product code: 121701050 lot number: 3717628 1) quantity manufactured: 9 2) date of manufacture: 02/08/2022 3) any anomalies or deviations identified in DHR: none 4) expiry date: 01/31/2032 5) IFU reference: 0902007001 device history review: a manufacturing record evaluation was performed for the finished device (121701050/3717628) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2, d4 (catalog), d10.

Event description:
Additional information received indicated that the affected side involved in this event was the left hip and there was a 45 minutes surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.